Event description:
The caller reported that the insulin gauge was displaying an amount different than expected, specifically showing a fill estimate of 3 units instead of the expected 150 units. There was no adverse impact to the customer¿s blood glucose level. The customer completed the necessary steps to resolve basic cartridge issues.